Event description:
It was reported that the customer experienced a blood glucose (bg) level of 56-57 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer was transported via ambulance to the emergency room (ER) and admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 12/3/25 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, the customer reverted to an alternate method of insulin therapy.